Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had no stimulation from his scs system beginning on (B)(6) 2014. On (B)(6) 2014, the patient attempted to recharge his ipg but was unsuccessful as communication could not be established between his ipg and external devices. Surgical intervention may take place at a later date to address the issue.